Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 62 mg/dl, 454 mg/dl, and 65 mg/dl. Customer consumed 16 gm of carbohydrates after testing 62 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.